Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an occlusion event where the blockage was found to be located in the tubing. The patient reported an alarm 2. The patient changed supplies as necessary and resumed insulin therapy. No further information available.